Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found part of the video connector was chipped, a cable was bulging; due to twisted internal wires. And there was also a hole in the cable, screen feedback paddle damage. The screen showed lines static, error e226; a communication error and no image was produced. Only noise was seen on the screen when plugged into a processor. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had screen feedback paddle damage. And the screen showed lines static. The issue was found during preparation for use. The camera head wasn¿t working so the nurse swapped with another camera head, and the procedure completed without delay. There was no report of patient harm associated with the event.